Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii video system center had no power. The issue occurred during a therapeutic esophagogastroduodenoscopy with dilation under fluoro procedure. This caused approximately 10 - 15 minutes delay and the patient received monitored anesthesia care. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the facts obtained from the investigation. It was confirmed, that the power did not turn, on due to faulty power supply unit. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.